Event description:
Customer reported that the device appears to have been dropped and the display is now blank. The device was returned and evaluated at the failure analysis ctr. Physio verified the display issue and observed that the device failed to power on battery source once but then operated normally. Also, the internal foam spacer placed around the display monitor has moved up and was now covering a portion of the device's display. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control replaced the lcd display, physically damaged therapy connector, and the top and front case assemblies to repair device. Physio confirmed proper device operation through functional and performance testing before returning the device to customer.